Event description:
The pump was returned for investigation. Investigation found that the keypad buttons had tactile issues, ¿ok¿ button contact was inverted, there was contamination under all the button contacts, the battery compartment was cracked and the display was dim/discolored. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the battery compartment was found to have cracked below the grip pad. The pump powered up to the verify screen that was dim with a pinkish contrast. The auditory and vibratory features were operational. The keypad cover was torn. The contrast and ¿ok¿ buttons were unresponsive while the ¿up¿ and ¿down¿ buttons responded intermittently. Removal of the keypad cover found that the ¿ok¿ button contact was inverted and contamination was found under all the button contacts. (B)(6).